Event description:
Additional information received indicated the suspected root cause of the event was right ventricular (rv) lead fracture. The rv lead was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during a remote follow-up, episodes of noise resulting in oversensing and undersensing were observed on the right ventricular (rv) lead. Technical support was contacted and recommended rv lead revision to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.